Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-03100. It was reported that the patient was unable to get into MRI mode, and imaging was performed which showed the leads had migrated. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not return for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received via medwatch form mw5149305 and mw5149306, and it stated that the patient developed sever neck pain and the leads were poking out under the skin. Surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not return for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.